Manufacturer narrative:
B3: date of event is estimated. The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general comment that when removing the prostyle device it feels like it gets stuck and he has to "jiggle" the device to successfully remove from the patient anatomy. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.